Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. The plunger, cuffs, link, needle tip and monofilament were also not returned. Without the return of these components, the reported cuff miss could not be confirmed. Based on the investigation findings, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Also, a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported patient sequelae. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.